Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device was no longer alarming for high or low blood glucose alerts. Their blood glucose level during the incident was 167 mg/dl. Details regarding symptoms or treatment of their high/low blood glucose levels were not provided. The device did not pass troubleshooting. The device alarmed a hardware low level failure during self-test. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures alarm confirmed in insulin pump history due to broken trace at pin 1 (vdd) on u1 keypad assembly.